Event description:
Customer stated she tried to give herself a bolus and the numbers kept scrolling up on their own. She could not clear the device. She took the battery out and now the device is alarming button error. Customer's blood glucose is 156 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. No number ramping anomaly was noted on the display. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, and a missing end cap sticker.